Manufacturer narrative:
Investigation including root cause analysis is in progress, a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A technician reported suction issues with the pt interface. The pt was moved to another device and the flap was successfully completed. During a f/u call, the surgeon stated the pt is doing well, there was no pt harm and he is satisfied that the issues were due to the use of a new system, with new technology. No further info is anticipated.